Event description:
Customer reported that on (B)(6) customer's spouse had to call the paramedics because she was convulsing. Glucagon was administered; customer believes low was caused because she administered to much insulin. On (B)(6) spouse had given her sweet tarts, blood glucose was 50 mg/dl paramedics tested her and blood glucose was 20 mg/dl. Customer stated the night prior she ate too much and administered a correction. Checked blood glucose was 152 mg/dl, gave another correction, and in the morning blood glucose was 31 mg/dl. Blood glucose kept going low and in the evening it went up. Customer was admitted with low blood glucose of 22 mg/dl. Troubleshooting was performed and device passed displacement test. Customer had an MRI done but left the device in the locker. Customer was advised to monitor the device. Customer called back and stated the issues were reoccurring. Customer disconnected from the device blood glucose was 257 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.